Event description:
It was reported that during implant the lead dislodged when removing the sheath due to patient anatomy. Also, the valve and catheter were difficult to enter in the patient during implant. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.